Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04214. It was reported the pt saw that her skin was red after using the charging system to recharge her ipg. The pt reported it was red as if she had used a heating pad. The pt stopped charging, and reported she completed charging the ipg without incident. A replacement charging system was sent to the pt.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.